Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: which product code was mixed in the package labelled z771d? No information. Lot numbers ¿ na.

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date and suture was used. It was found that a needle-suture of a different product code had been mixed in the package. There were no adverse consequences to the patient. No further information is available.